Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a venipuncture with a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, a nurse activated the safety mechanism, the safety cover broke away from the device, and the nurse suffered a contaminated needle stick injury. Additionally, it was reported that the nurse was using a two handed technique instead of the one handed technique that the instructions show.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer returned photos for investigation. A photo inspection revealed shelf cartons indicating batch number. No actual product or defects can be seen in the photos. A DHR review is not required as a CAPA has been opened for this complaint. Conclusion: this complaint cannot be confirmed as no product showing the defect was returned. However, bd has opened CAPA (B)(4) to further investigate complaints received for safety shield separation.